Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which resulted in oversensing and pacing inhibition greater than 2 seconds resulting in asystole for the patient. The patient underwent a revision procedure and this product was surgically capped. No further adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.